Event description:
As reported, during a ureteroscopy, the basket of an ngage nitinol stone extractor was opened successfully, but would not fully close, preventing them from entering it into the ureteroscope. The issue with this device was discovered prior to making contact with the patient and it was not used. A new same type device was used to complete the procedure. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Name and address: postal code: ex2 5dw. Occupation: clinical nurse manager. PMA/510k # ¿ exempt . This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Event summary as reported, during a ureteroscopy, the basket of an ngage nitinol stone extractor was opened successfully, but would not fully close, preventing them from entering it into the ureteroscope. The issue with this device was discovered prior to making contact with the patient and it was not used. A new same type of device was used to complete the procedure. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation - evaluation reviews of the complaint history, device history record, manufacturing instructions, and quality control procedures and a visual inspection and functional test of the device were conducted during the investigation. The device was returned in open packaging. The handle was able to actuate the basket. The basket appeared to open and close normally. No issues with the basket closing were observed. A document-based investigation evaluation was performed. No related non-conformances were recorded, and no additional complaints for this product lot have been reported. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the available information, cook has concluded that a cause for this event could not be determined. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per a review of risk documentation, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.